Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The df-1 connectors were dissected from the lead body and were not returned for analysis. The visual inspection revealed a damaged insulation in the distal part of the lead, which can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. An analysis to identify the root cause for this event was conducted. It was noted that the lead body revealed impressions consistent with the location of the suture sleeve. For a better fixation, the suture sleeve is designed with four holding points under each of the ligature grooves on the inner surface of the sleeve. These points are in direct contact with the silicone and after the lead is implanted, they leave indentations on the lead surface over time. It is worthwhile to note, that these indentation do not immediately appear subsequent to the implantation. Rather, significant time is required in order for these indentation marks to appear. The analysis revealed several imprints from the fixation sleeve, indicating that the lead body had shifted under the fixation sleeve successively while the lead was implanted. The shift is about 1 cm from the original position of the suture sleeve. These indentations on the lead body clearly show that the lead - although being well fixated - had moved 1 cm proximally below the suture sleeve during the period when the lead was implanted. Based on our testing and experience, it is estimated that at a minimum a force of 5 to 10 newton is required to cause this kind of movement. Since the lead body is someone elastic, the proximal section would have to be lengthened by more than 1 cm, and therefore, we believe that more than 1 cm of additional lead body ended up on the proximal end of the suture sleeve, increasing the slack in the distal part of the lead. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 60 months, oversensing with inappropriate shocks was reported. Apart from the shocks, no further adverse patient side effects have been reported.